Event description:
It was reported that during a lobe resection procedure, the reload was fired and then when they removed the cartridge, the metal pan stayed in the device. They pulled the metal pan but and continued to use the device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.